Manufacturer narrative:
The device was not returned as it remains in the patient. Imaging provided appeared to show a spacer that has migrated too deep posteriorly in the disc space. The patient is currently asymptomatic. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported by a representative from the (B)(6) that a coalition mis implant has migrated post-operatively.